Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was 155 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.